Event description:
The bakri balloon is defective. It would not pull up the ivfs into the syringe. The product is going to be sent back to the company due to this issue. FDA safety report ID # (B)(4).